Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) when the orange protective sheath was removed. The dislodged stent was found inside the protective sheath. There was no patient involvement with the sds. No additional event or patient information is available.